Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that charging during capacitor maintenance was oversensed by the device on the right ventricular channel, leading to an inappropriate diagnosis of tachycardia and causing the device to terminate the rest of the capacitor maintenance that was observed during analysis via review of saved egms. It was concluded that the issue was a diagnostic anomaly that did not affect device performance and no intervention was needed. Patient was stable.